Manufacturer narrative:
(B)(4) date sent: 11/25/2024. Additional information was requested, and the following was obtained: what is the product code? What is the lot number? What is the date of implant? What is the date of explant? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? What clinical symptoms was the patient presenting before the adhesion surgery? Please show documentation that show the migration? Please send the images to productcomplaint1@its.jnj.com. Does the patient have a hernia now? No additional information is available currently. I have called surgeon¿s office to discuss and am waiting for surgeon to call back.

Event description:
It was reported that the surgeon has a patient who has a linx device that has slipped. Patient may potentially need a link explant.

Manufacturer narrative:
(B)(4). Date sent 11/20/2024 b3: only event year known: 2024 d6a: exact date is unk. Assumed first day of the month and first month of the year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number? What is the date of implant? What is the date of explant? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? What clinical symptoms was the patient presenting before the adhesion surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2024. Corrected data: d6a exact date is still unk. Assumed first day of the month and first month of the year. Additional information was requested, and the following was obtained: device implanted: 2020. Patient has an edg report that states the linx magnets have slipped distally into the upper stomach. No other additional information has been made available. Device is currently implanted and no decision has been made on any necessary intervention.